Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) inspected the unit and was unable to duplicate any failure with the iabp when exercised on test catheter and patient simulator. A complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. The unit was returned to customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had multiple gas loss alarm in iab circuit. There was no patient harm.